Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-01103. It was reported that during ipg replacement on (B)(6) 2023, the surgeon cut the patients lead. The lead was explanted and replaced during the procedure.